Manufacturer narrative:
Investigation in progress; results of investigation will be provided in a supplement report.

Event description:
When I arrived at his bed I immediately saw blood in the canister and in the softport. I asked since when that happened? They could not give me a clear answer, they thought during the night. When I asked why they did not stop the therapy they told me because they thought it was old blood because of hematoma. After taking of the film the nurse started to pull of the foam. When she was half way suddenly an arterial bleeding appears! We really had to jump away because of the power the blood came out of the leg. Next we both put pressure on the leg and called for the dokter. They could not stitch the arteria on the ward so the patient had to go to the or. The nurse did not think the bleeding was from the renasys go.

Manufacturer narrative:
The device nor serial number has been provided. No further additional information was received. Without the return of the actual device or additional product information, no conclusion can be drawn.